Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath with hydrophilic coating instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. At the end of the procedure, after the aneurysm was excluded, the physician began to withdraw the gore dryseal sheath with hydrophilic coating (sdv2428/9697019) from the right iliac artery. The physician felt some resistance upon retracting the sheath and did a sheathogram. It was discovered that the iliac artery ruptured. Two gore viabahn endoprostheses were used to repair the iliac artery. The patient tolerated the procedure.